Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Currently it is unk whether the device may have caused or contributed to the alleged event. It is unclear if the pt's medical and/or surgical history may have contributed to the alleged event. Medical records from the pt's 2007 admission two months post surgery note, "on two occasions disrupted her incision during the early morning hours and appeared to have had seizure and afterwards the pt had been found with her sutures disrupted, appeared postictal." The pt reportedly developed an infection, the product's instructions for use state, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the mfg records and sterilization records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, no sample has been returned for eval. Based on the info provided, no conclusion can be drawn.

Event description:
Based on a review of the medical records provided by the pt's attorney: on (B)(6) 2005 - the pt underwent incisional hernia repair with a ventralex mesh. On (B)(6) 2007 - the pt was hospitalized for two days, abdominal wound opened up, pt had fever, wound infection and sepsis syndrome. On (B)(6) 2007 - the pt underwent excision of the ventralex mesh and incisional hernia repair with a non-bard mesh. On (B)(6) 2007 - the pt was hospitalized for two weeks and had a sinus tract excised.